Manufacturer narrative:
Device evaluated by MFR: the guidewire was received for product analysis. Visual inspection was performed, and it was observed that the guidewire was detached at the distal tip. Based on analysis of the returned product, the reported allegation could be confirmed, since the detach found during the product inspection could have contributed to the reported issue.

Event description:
It was reported that device fracture occurred. Two 200cm x 10cm fathom -14 were selected for yttrium-90 (y90) delivery. However, during insertion, it was noted that both tips of the guidewires sheared inside the truselect microcatheter. The devices were completely removed from the patient's body, and the procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that device fracture occurred. Two 200cm x 10cm fathom -14 were selected for yttrium-90 (y90) delivery. However, during insertion, it was noted that both tips of the guidewires sheared inside the truselect microcatheter. The devices were completely removed from the patient's body, and the procedure was completed using an alternate device. No patient complications were reported.